Manufacturer narrative:
One (B)(4) 5.5mm twinfix ultra peek device returned for evaluation. The complaint stated: ¿during the surgery the screw was broken.¿ visual inspection shows symptoms consistent with fracture from torque/force and loss of axial alignment. The most distal threads are burnished and damaged. There is a crack that traveled vertically from the location of the force. The damage did not extend to the insertion tip. The fork tines are not damaged. A 3.8mm tapered awl is the recommended prep instrument for normal bone reported. The symptoms are consistent with loss of axial alignment. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. No root cause related to the manufacturing of this device was confirmed.

Manufacturer narrative:
As per customer response once the package was opened it was found a crack on the device, therefore, the device did not break inside the patient's anatomy. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date. Event description correction performed as per new information received.

Event description:
It was reported that during the surgery the screw was broken. Back-up device was available to complete the surgery with no delay. No patient injury or other complications were reported. As per customer response the device did not break inside the patient's anatomy, once the device was opened it was found a crack on it.

Event description:
It was reported that during the surgery the screw was broken. Back-up device was available to complete the surgery with no delay. No patient injury or other complications were reported. Device was removed form the patient's with the surgery instrument.